Event description:
A customer contacted baxter's (B)(4) reporting that the compact exchange device (cxd) gear broke on track. The home patient (hp) stated that the spike carriage would not move from the left when the handle is pulled back. The hp stated that it appeared that the gear did not engage properly. The baxter technical service representative (tsr) arranged a swap of the cxd. The hp would spike bags by hand. There was no patient injury or medical intervention indicated at the time of the reported incident. During a follow up with the hp regarding the cxd issue, it was revealed that she had received the replacement (B)(6) and the issue has been resolved. The hp confirmed that she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. No patient injury or medical intervention was indicated.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received and evaluated at the product analysis lab (pal). The reported issue of "spike carriage would not move from the left when handle is pulled back" was confirmed by duplication during the evaluation performed by the pal. A functional test was performed using the spike and unspike test set. The spike carriage would not rotate back from right to left in order to complete the operation as a result of an accumulation of fluid residue. A visual inspection also revealed the spike carriage guide spring was bent. No problems found by external inspection. The cause for the reported issue was determined to be a use error. The home patient did not clean the device as recommended to prevent buildup of residual solution. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.